Manufacturer narrative:
Manufacturing date should be 12/22/2020.

Event description:
The manufacturer received this device for evaluation in response to a users report of "faulty neb" and "power lead is damaged". There was no patient harm or injury reported. Upon receipt of the device, the manufacturer noted the ac cord plastic outer coating is split, exposing wires. The reported complaints of "faulty neb" and "power lead is damaged" was confirmed. Labeling warns the user that the power supply cord (ac) cannot be replaced by the user. If the power cord becomes damaged, the user is instructed to contact their provider or the manufacturer for replacement, as there is no service option. This device meets all relevant ul and iec standards. Based on the information available, the manufacturer concludes no further action is necessary.